Event description:
The patient had generator replacement on (B)(6) 2015. The hospital does not return explanted products per hospital policy. Therefore, analysis is unable to be performed.

Event description:
Clinic notes dated (B)(6) 2014, note that the patient has been experiencing an increase in seizure activity over the past month. It was noted that the generator should be replaced since the battery is approaching end of service. It was noted that the patient has been experiencing multiple seizures per day (2-3 per day in may, convulsive, 3 mins). Medication changes were made as intervention on (B)(6) 2014. The patient was seen in the emergency room and was observed overnight due to seizure activity that resulted in a fall and laceration. These seizures were described to be sudden stiffening and flexing up to the left arm. It was noted that the patient experienced multiple seizures per day. It was noted that the medication the patient was prescribed in may helped to reduce the seizure, but that the seizure activity returned when the prescription was finished. Clinic notes dated (B)(6) 2014, note that the patient has been experiencing an increase in seizure activity over the past 3 months. It was noted that the generator was interrogated and was not a end of service. Clinic notes dated (B)(6) 2014, note that the patient would return in 3 months for follow-up since the vns is approaching low battery. The patient was referred for generator replacement. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient's seizures were not increased above pre-vns baseline. The patient seizures improved after changing medications. No known surgical intervention has been performed to date.

Event description:
Review of the explanted generator's programming/diagnostic history was performed by the manufacturer on (B)(4) 2015. It was identified that low impedance (<600 ohms) was observed on the date of generator explant on (B)(4) 2015. Review of the generator's internal data available revealed that there was a greater than 25% change in impedance measured on (B)(4) 2015 at which time the impedance changed from 629 ohms to 915 ohms. No known surgical interventions have occurred to date.

Manufacturer narrative:
.